Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). A non-cordis device was used as a replacement to continue the procedure. There were no reported injuries to the patient. The target vessel was below knee (bk) and had severe calcification, moderate tortuosity, and 100% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The reported ¿balloon burst at/below rbp ¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported severe calcification, moderate tortuosity, and severe stenosis of the vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). A non-cordis device was used as a replacement to continue the procedure. There were no reported injuries to the patient. The target vessel was below knee (bk) and had severe calcification, moderate tortuosity, and 100% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The device will not be returned for evaluation.